Event description:
The following was reported to hamilton medical ag: the self test failed when pressing "screenprint" during booting while in service mode. The technical fault code tf384006 'tfssgui_startuploadingbitmapsfailure' appeared. This malfunction was noticed before usage in service mode. The alarm was visually observable. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - the self test failed when pressing "screenprint" during booting while in service mode. The technical fault code tf384006 'tfssgui_startuploadingbitmapsfailure' appeared. - this malfunction was noticed before usage in service mode. - the alarm was visually observable. - there is no patient involvement reported. - there was no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.